Event description:
It was reported that during preparation for a percutaneous coronary interventional (pci) procedure, a guide wire fracture occurred. Upon attempting to load the rotablator burr onto the rotawire guide wire, the rotawire guide wire detached at a location proximal to the hub of another manufacturer's guide catheter. According to the physician, the rotawire guide wire had a kink that may have contributed to the event. The device had no contact with the patient. The procedure was completed with another of the same device. The patient status listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: the unit was not returned by the customer; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).